Manufacturer narrative:
The test strips with a different lot number (671581), vial, and the meter were received for investigation. The test strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. The test strips were tested using glycolized blood, and the investigation results were acceptable. The meter was tested using retention controls: control ranges. Level 1 - 30 to 60 mg/dl. Level 2 - 261 to 353 mg/dl. Investigation results level 1 ¿ 43, 44, and 43 mg/dl. Level 2 ¿ 297, 297, and 296 mg/dl. All results are within the acceptable range. The investigation determined that there was no product issue found.

Manufacturer narrative:
The serial number for the accu-chek inform ii meter + rf is (B)(6). The strips have been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of a questionable accu-chek inform ii test strips glucose result from the accu-chek inform ii meter + rf. The initial result was 150 mg/dl, and a repeat result was 110 mg/dl within a 15 minute time frame.